Manufacturer narrative:
H.6. Investigation: twelve open 32g x 4mm pen needle samples and two photos were returned from lot. No. 9099942, cat. No. 320425. Visual examination was carried out on all twelve samples and photos and a broken non patient end of cannula was observed on nine samples and a bent non patient end of cannula was observed on three samples. No issues were observed with the dimension of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that faulty needle were found before use with pen needles 32g 4mm . The following information was provided by the initial reporter: "I am a community pharmacist and am contacting you on behalf of one of our patients in regards to faulty bd viva pen needles (4mm, 32g). The patient was told to return these faulty needles to us by her diabetes nurse, and says she has been finding 10-20 faulty needles per box for the past few months. The box returned contains 12 faulty needles. They either have no needle in them or the needle is bent/too short."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that faulty needle were found before use with pen needles 32g 4mm . The following information was provided by the initial reporter, "I am a community pharmacist and am contacting you on behalf of one of our patients in regards to faulty bd viva pen needles (4mm, 32g). The patient was told to return these faulty needles to us by her diabetes nurse, and says she has been finding 10-20 faulty needles per box for the past few months. The box returned contains 12 faulty needles. They either have no needle in them or the needle is bent/too short."